Event description:
Event description a physician called technical services to report that the patient with this implantable pulse generator (ipg) had expired from ventricular tachycardia. The patient had been in a prolonged surgery, which led to multiple pvc's (premature ventricular contractions) post surgery. Due to these pvc's the device undersensed and paced and the patient's t-wave, thus inducing the ventricular tachycardia.